Event description:
Doctor was applying dermabond to a pt. At actuation one breaks what appears to be a glass ampule to release the adhesive. A shard of glass penetrated outer shell, glove and punctured rptr's thumb resulting in a small bleeding puncture wound. Doctor thusly was no longer protected under universal precautions and no longer sterile.